Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient felt pain at the site and removed the pod. There was a lump the size of a large marble underneath. The patient visited the emergency room (ER) where the site was cleaned and antibiotics were prescribed for treatment (twice daily for ten days).